Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information from the manufacturer representative (rep) reported the cause was not determined, no actions were taken per the healthcare professional (hcp) seeing as the patient wasn't utilizing those electrodes for her current program. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0dm9m implanted:(B)(6) 2013 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer represntative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported there was short noticed during pre-op impedance check for battery replacement on electrode 0 and 1. Rep stated the healthcare provider (hcp) was made aware and because the patient was not utilizing those electrodes for her program, hcp did not change the lead. The issue was not resolved at the time of the report. Patient medical history included: bladder sling symptom in the past. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.